Manufacturer narrative:
The reported event of electronics performance indicator (epi) could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Field session record did not show any abnormal voltage drop. During analysis the device reached normal eri levels. Electrical and mechanical analysis performed, indicated normal device functionality. The implant duration exceeds the projected longevity based on field settings indicating normal battery depletion.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient had no injury or symptoms.